Event description:
A physician reported an ozark screw fracture has occurred approximately seven to nine-months post-operatively. Revision surgery has not been scheduled.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what may have caused the screw to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. Ultimately, no root cause could be determined based on the available information.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported an ozark screw fracture has occurred approximately seven to nine-months post-operatively. It is not known if the patient will undergo revision surgery.